Event description:
A malfunction alarm related to the pump was reported without any notable prior events. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer arranged to use a backup insulin pump to ensure uninterrupted insulin delivery, and the pump was set to be replaced by technical support.